Event description:
Caller alleged false negative troponin (tni) results. Results as follows: patient was diagnosed as acute myocardial infarction based on clinical, dimension exl, and EKG results. Patient samples not available. No other patient information was provided. The following cut off's were used: triage: 0.09. Dimension exl: 0.06.

Manufacturer narrative:
Investigation pending.